Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded several new cartridges to resolve the issue however the cartridge alarm recurred. The customer continued to use the pump and has an alternate pump if needed for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.